Event description:
See MFR initial report for complaint reference (B)(4).

Manufacturer narrative:
(10/213) the involved product was returned to intervascular and was inspected by our quality assurance (qa) supervisor for an evaluation of the device. His observations are as follows: "the product arrived in its box but damaged. The external and internal lids were not open. There is a match between the product, the labelling of the box and the patient set. [...] ¿ the product does not have any apparent excess collagen defect type "internal and external collagen excess" corresponding to pqsd1050 ¿(list of standards for acceptation and rejection). The qa manager also reviewed the case and concluded that the product is not defective . (67) the conducted investigation indicated that the product was not defective.

Manufacturer narrative:
It was reported that the product is available for investigation, it should be returned to intervascular for examination. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests, including a 100% visual inspection. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
When the doctor open the package of this graft, there were several unknown yellow blots on the graft's surface.